Event description:
Tidi received notice from medwatch that a patient has yellowish colour on the skin around the subcutaneous site area (infusion site discolouration). The patient was also wondering about what other dressings could help to prevent her site from getting wet (device maintenance issue). The patient had tried aqua-guards and barrier hydro-seals but her site still gets wet. Concomitant medication included: opsumit (macitentan). Relevant medical history included: pah. Action taken with sq remodulin was dose not changed due to the event of infusion site discolouration. At the time of reporting, the outcome of infusion site discolouration was unknown. The reporter did not provide causality for the event of infusion site discolouration.

Manufacturer narrative:
H3 product is not available for return or evaluation. Therefore, this event is reported solely on the information provided by the customer. A review of the complaint database did not reveal any similar events against this issue of skin discoloration in the past two years. Therefore, it appears this complaint was an isolated event. The instructions for use were reviewed and appear to be adequate for use of this product. Aquaguard is intended for showering only and is not recommended for submersion underwater. Aquaguard is not a replacement for primary dressings. For best results, a caregiver should apply the aquaguard product to the patient. Apply aquaguard to clean dry skin. Do not use lotion or cream before applying. Do not lift and/or attempt to reposition aquaguard after placement. Do not use if punctured or showing signs of wear. Please reference instructions for use (IFU) or IFU video for application details. If reused, it may not provide an effective barrier while showering. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Customer MFR report number unt-2024-014917 / manufacturer reference file (B)(4). H3 other text : product not returned.